Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient had a small effusion to start the procedure. During procedure, the delivery system made patient contact, the patient's activated clotting time (act) levels was 400s and heparin was administered. A small pericardial effusion was noted. The patient had a drop in the blood pressure. The amulet device was opened and prepared but not used in the patient. The procedure was aborted. The effusion was resolved by medication. The patient was reported stable.

Manufacturer narrative:
An event of low blood pressure/hypotension and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the patient had a small effusion to start the procedure. During procedure, the delivery system made patient contact, the patient's activated clotting time (act) levels was 400s and heparin was administered. A small pericardial effusion was noted. The patient had a drop in the blood pressure. The amulet device was opened and prepared but not used in the patient. The procedure was aborted. The effusion was resolved by medication. The patient was reported stable. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.